Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to product twiddlers syndrome. Lead testing resulted normal sensing, threshold, and impedance, however appeared kinked in the pocket. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported.